Event description:
The device "started running at a high rate." Reportedly, the delivery "could not be stopped using the keypad." No specific programming parameters, pt information, and event details were provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.